Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that seven knives were noted to be blunted and unusable during separate surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient. Additional information received clarified that the unsatisfactory knives were noted during cataract with intraocular lens implantation procedures.